Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer continued to use the pump for insulin therapy.